Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The targeting device 1806-1005 missed the nail when drilling and inserting the screw.

Manufacturer narrative:
The evaluation revealed the nail handle and targeting arm to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for approx. 4 years (nail handle) and approx. 13 years (targeting arm) we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reported mis-drilling was not reproducible; all nail holes of a sample nail were passed by a sample drill without nail contact. Most likely the user didn¿t tighten the fixation screw completely (= nail adapter has play) or heavy bending forces were applied during drilling (user related). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
The targeting device 1806-1005 missed the nail when drilling and inserting the screw.